Event description:
During a PICC line insertion procedure, venous access was obtained with the use of a needle. The guidewire within this introducer set was inserted through the needle. The needle was removed while the guidewire maintained venous access. The physician tried to advance the guidewire but experienced difficulties. Physician pulled back guidewire and noticed it had unraveled with the vein. During removal of guidewire a small piece of wire broke off and remained in the vein.